Event description:
It was reported that during the replacement of the pulse generator for this patient, this right ventricular (rv) lead was presenting high impedance measurements out of range, with the root cause been a fracture in this lead. A replacement was scheduled at a later date. No additional adverse patient effects were reported.

Event description:
It was reported that during the replacement of the pulse generator for this patient, this right ventricular (rv) lead was presenting high impedance measurements out of range, with the root cause been a fracture in this lead. A replacement was scheduled at a later date. This lead later was capped and surgically abandoned, with a new lead implanted instead. No additional adverse patient effects were reported.